Manufacturer narrative:
The device was evaluated by the manufacturer and the complaint was confirmed. The motor, press plug, bottom rotor bearing and upper bearing were replaced and the device was returned to the customer.

Event description:
It was reported that the handpiece continued to run with the safety on during testing. There was no patient involvement and no adverse consequences were reported as a result of this event.